Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. During preparation when opening of the box, the outer packaging ripped across instead of down and was contaminated. The device was not used during procedure. A replacement device was used and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (contaminated).